Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported 2 false positive sars result for one symptomatic patient. This report is to indicate one of the false positives reported, and additional mdrs will be filed for the other instances (1 of 2). The facility communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; email.